Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that a patient experienced a "burn" related to the delivery of a shock; the involved patient later died. There was no allegation that the defibrillator failed to deliver therapy. There is no information at this time as to what degree of "burn" was observed and any potential treatment that the patient received for the burn. Also, the relationship between the reported burn and the patient outcome has not yet been provided.

Manufacturer narrative:
It was reported to philips that the patient involved experienced a "burn" when a shock was delivered. There was no allegation that the defibrillator failed to deliver therapy during the event. The involved patient was an (B)(6) female who was being treated for a cardiac arrest and died in the course of this event. No additional information was provided by the customer after more than one attempt by the field service engineer to obtain details of the event and patient height and weight. Pictures of the patients' chest taken after death were provided and show normal, intact skin in the areas where the pads were adhered with adhesive to the chest and the skin showed no sign of redness or blistering as would be expected with a burn. However the skin surrounding each pad "foot print" shows diffuse capillary ruptures. There is one skin tear is seen on the left chest next to where a pad had been placed that may be associated with the adhesive when the pad was removed. In general, the patients' skin appears to be fragile and thin, which is consistent with the patient's age. The cause of these skin issues is unknown and their manifestation is not life threatening and are unrelated to the patient's death. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The customer is requesting that the device be returned for bench repair. The device was received by the philips bench repair on (B)(6)2017. The bench repair was not able to reproduce the failure when performing the operational check test and found all tests passed. Bench repair was unable to duplicate reported problem. No other problems were observed during testing. Device is fully functional. After extensive stress tests could not duplicate customer complaint. Reseated all connections. Opt. Check pass. Nbp and c02 calibration completed. System fully tested to service manual specifications. The fse reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and returned to the customer to be placed back in service. Philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted. .